Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was unable to power up. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon eval the charger was unable to power up. The cause for the power-up failure was isolated to a damaged power supply connector. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any deficiencies.